Event description:
A report was received that the patient underwent an ipg revision due to the patient losing stimulation in the coverage areas. The physician replaced the patient's ipg and the patient is reportedly doing well.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance test done. The device exhibits normal device characteristics.

Event description:
A report was received that the patient underwent an ipg revision due to the patient losing stimulation in the coverage areas. The physician replaced the patient's ipg and the patient is reportedly doing well.